Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2019 and suture was used. The needle comes out of suture thread after pulling after bite. Sometimes it is not attached in pack itself. No delay in the procedure. A new foil of suture was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/27/2019. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. Representative samples was received for evaluation. An unopened sample of product code ep8747, lot # pah782 was returned for analysis. During the visual inspection of the sample, no defects were found on the packages. The sample was opened, and swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle or performance detached needle was found, and the tested sample met the finished goods requirements. Representative samples returned to support investigation of 3 device issues captured in reports 2210968-2019-86323, and 2210968-2019-86325. Analysis results have been included in follow up reports for each.